Event description:
As reported by the user facility ((B)(4)): pump does not run.

Manufacturer narrative:
(B)(4). We received one used, filled easypump ii lt 100-50-s without packaging. The received sample was visually inspected. The white clamp was closed and the original wing cap was not returned by the customer. The patient connector was blocked with a red combi stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). Additionally, we filled the sample up to the nominal value (100 ml), and a functional test was carried out. After opening the white clamp and waiting for a while, the pumps worked; (solution was running). We detected no function faults or other defects on the sample. The inspected sample is within specifications. We have informed our manufacturer accordingly. Reviewed the device history record (DHR) and there were no defect encountered during in process and final control inspection. We assess this complaint to be not justified. (B)(4).